Manufacturer narrative:
Concomitant medical products: (30) anti-syphon valves; (15) monoject 60ml syringe. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event was reported to have occurred in the pediatric department therefore it is presumed the patient was a pediatric patient.

Event description:
It was reported from the pediatric cardiovascular unit that the pca syringe module continuously alarmed for ¿syringe patient pressure¿ during versed in 50 ml and 55ml volumes and midazolam infusions on a total of 17 patients. The alarm issues started when bd performed a product change to the 60ml syringe which caused the customer to change to a non-bd 60ml syringe. The cardiovascular unit pca tubing set-up includes (2) anti-siphon valves. It is important to note that it appears to be happening most with infusions that are running at a lower flow rate with the non-bd 60ml syringe in use. The patients required additional medication boluses in order to reduce agitation and pain. If was further stated that in q1, there were a total of 59 alarms. In q2 through june 9, 2020, there were 1166 documented nuisance alarms during versed infusions. For all pca narcotics infusions there were 241 nuisance alarms in q1 and 1318 nuisance alarms for q2. It is also noted that the patient census/type remained relatively constant throughout the two quarters. For the 17 patient events, each had a least one nuisance alarm in q2 during versed infusions and 10 of the patients had more than 10 nuisance alarms occur with three of the patients experiencing over 200 nuisance alarms.